Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the ring electrode was insulated with calcium (white substance) and tissue, and the encapsulation of the ring was responsible for the reported lack of capture and high thresholds; it was also noted there was white substance on the exposed defib coil and the outer insulation; it was observed the defib conductor was distorted; partial lead in segments returned and analyzed.

Event description:
It was reported that the right ventircular lead had high thresholds and exit block. The lead was removed and replaced. No patient complications have been reported as a result of this event.